Event description:
In 2005, the pt was admitted for cardiac catheterization that revealed severe coronary disease. On the same day, following catheterization, percutaneous transluminal coronary angioplasty (ptca) was done and coronary stents were placed. Reportedly, the pt became hypotensive after the procedure while in the unit. The pt returned to the cath lab and a pericardiocentesis was performed, with approx 300 (ml) mililiters of blodd removed from the pt. The pt was returned to the coronary care unit (ccu) and after a few hours became hypotensive again. Re-catheterization was performed which showed "extravasation of dye from the coronary artery and fluid in pericardium." Two (2) graftmaster stent grafts were implanted within the proximal right coronary artery (rca). On arteriogram, the site showed "persisitent visualization of the presumably extraluminal contrast adjacent to the proximal-mid rca." The pt was taken to the opreating room with a balloon inflated to maintain hemostasis. An emergent coronary artery bypass graft (CABG) was performed. Reportedly, the pt "tolerated the procedure," however, the pt had severe coagulopathy secondary to agents used in the cath lab. The next day an emergent abdominal exploration was performed. The pt was found to have "massive retroperitoneal bleed with ischemic bowel." During the procedure, the pt's blood pressure could not be maintained despite clamping of the aorta. The pt went into "pulseless electrical activity (pea) and was pronounced dead on the table." This report represents the second graftmaster device used.